Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a primary breast augmentation procedure, a mentor memorygel smooth round moderate plus profile 350cc device (catalog #3503501bc, serial # (B)(4)) was implanted and appeared asymmetrical to the other smooth round moderate plus profile when placed inside the patient. The surgeon removed the implant and placed it next to a high-profile implant, to which it appeared identical. The device did not appear to conform in shape and size to what is expected of a moderate plus profile device, though the labeling was consistent with a moderate plus profile device. According to the customer, this event did not cause or contribute to any injury, procedural delay or additional procedure for the patient.

Manufacturer narrative:
On 2/10/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained clear gel. During evaluation the device appeared intact, the diameter and projection of the device were reviewed and the measures are within moderate profile implant specifications. No anomalies were discovered. Complaint was not confirmed. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The device history record (DHR) of lot number 7473716 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).